Event description:
It was reported that the customer sent a letter stating that the device had been jamming and would not load clip. When clips were released they would not close. Two (2) clips were released and the device would not reload. The tips of the clips were bent. There were no adverse consequences to the patient reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.